Manufacturer narrative:
Concomitant medical products: flexcath steerable sheath. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The overall baseline gender characteristics is male; the age of the patients was approximately 62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a prospective multicenter study of direct comparison of feasibility and safety of pulmonary vein isolation using the minimally interrupted apixaban between second-generation cryoballoon and radiofrequency ablation of paroxysmal atrial fibrillation: j-hit apixaban.¿ journal of arrhythmia. 2020;00:1¿7. _doi: 10.1002/joa3.12392. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a procedure using a cryoballoon ablation catheter system. There were four (4) patients who experienced ¿minor bleeding¿ from a groin hematoma; all of which recovered without surgeries. There was one (1) patient who, during the procedure had pericardial effusion, which was treated with pericardiocentesis. There were two (2) patients who had pre-procedural complications: one was a thrombus and the other was cardiac tamponade; with unknown treatment/resolution indicated. These two patients were not included in the study. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The status/location of the cryoballoon catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.